Event description:
It was reported that during a bowel resection procedure secondary to necrosis of the small bowel the realize band was removed for precautionary reasons. The strain relief was observed to be free floating along the band tubing. When the band was removed, it detached and fell into the abdomen. It was not retrieved. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable, device not returned for analysis.